Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of 5fu via a gemstar pump. Approx four hours after the delivery was started, the homecare pt reported an unspecified volume of solution leaked at the filter outlet. The solution that leaked was cleaned up according to the user facility's protocol. It was reported the therapy was discontinued for the day. The customer contact reported that the next 5fu dose was scheduled for the next day. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including the pt diagnosis.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel.